Event description:
It was reported that the patient received inappropriate shocks. It was also reported that when the physician placed a magnet on the device to suspend detection the device did not suspend therapies while magnet was on the device. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.